Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "403:317 slave communication failure". It is unknown when or in which care area this event occurred. This event interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with an unknown user interface module software version.

Manufacturer narrative:
(B)(4). This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00. Additional information: a service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 403:317 slave communication failure was confirmed by baxter personnel during product evaluation. The root cause was assigned to loose user interface module connections. The user interface module printed circuit board a was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.the device was returned to baxter ireland and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.